Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a return of symptoms. They were able to use their patient programmer and verify stimulation was on. They were on program2 at 1.5 and the increased to 1.9, which was comfortable sitting, standing, and walking. Patient was aware to decrease stimulation if it became uncomfortable. The patient reported they had a sudden return of symptoms and had gone through many pads. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the sudden return of symptoms was a change to device programming and that increasing stimulation resolved the reported issue.